Event description:
It was reported that pt presented in clinic with decrease in rv pacing lead impedance and sensing. Impedance has been stable for last six months. Lead testing was unable to reproduce the event. The lead remains implanted and pt will be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.